Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow and ok keypad buttons would scroll when pressed. The patient stated the keypad peeled off a year ago. The patient reportedly wore the pump in a case attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned with holes over the down arrow and ok buttons, exposing the button contacts. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the ok and down arrow buttons had intermittent response requiring multiple button presses with increasing force to evoke a response. The up arrow and contrast buttons had normal response. Testing confirmed the ok and down arrow buttons were sticking and hyper-responsive and scrolling in response to button presses. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the contacts of the down arrow and ok buttons were inverted.